Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered difficulty advancing the right ventricular (rv) lead through the superior vena cava (svc) due to patient anatomy. While the physician was removing the lead, they noticed some resistance and when the lead was fully removed from the sheath there was a noticeable separation of some of the coils on the rv defibrillation coil of the lead. The physician asked for a new lead as they did not trust that the lead hadn't been damaged while extracting the lead. A new lead was placed. No patient complications have been reported as a result of this event.